Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/30/2011.

Event description:
The customer states that "while the patient was in the procedure room the c arm shutdown". They needing to be rebooted a few times to get it back up with no errors".